Event description:
The product was used during a hernia repair procedure. Reportedly, the tissue was torn. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.